Event description:
The customer reported that ac receptacle not anchored sufficiently. When unplugging the power cord from the module, the receptacle comes out with the cord. There was no report of patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.